Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On 04/04/2024, it was reported that the patient experienced inaccurate cgm values. The patient was feeling unwell and was taken to the hospital via ambulance. There they took the measurements. The cgm was reading 9.4 mmol/l (the reading was minimum for 25 minutes) and the blood glucose reading was around 20 mmol/l. The patient experienced high ketones but no values were reported. It was reported that this event had some impact on his mental health and he was taking a pump break as the cgm values are relied on for insulin delivery on the hcl system. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.